Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not start, and remote smart service was offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed due to a faulty drawer controller. The field service engineer installed a replacement controller for drawer 2 and updated the station firmware. Functional tests were performed in the application and hardware test application (hta) diagnostics, and no issues were noted. As preventive maintenance, fse installed inseparable for drawer 2. The system functioned as intended after the field service engineer repaired the device.